Event description:
Caller states that she tested on her device and obtained a result in the 400's (mg/dl). She sttes that approximately 6 hours later she had an insulin reaction and passed out. She states that during the insulin reaction her device read 120 mg/dl. She states that relatives put sugar between her gums to elevate her blood glucose and when she regained consciousness she drank juice. No strip info was provided. No glucose control solutions were reportedly used. Requested return of suspect device and replacement was sent.